Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient experienced incontinence (loss of device effectivity) leading to fenix device explant. The fenix device was used as part of the surgical procedure. Uneventful surgical procedure and device implant on (B)(6) 2017 by dr. (B)(4). Device explant on (B)(6) 2017 due to lack of device effectivity by dr. (B)(4). A "laparoscopic abdominoperineal resection with end descending colostomy" and "omental pedicle flap in pelvis" were performed at the time of explant.